Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised that they could continue using the pump and to contact support again if the malfunction code appeared in the future.